Manufacturer narrative:
(B)(4). The third party service provider evaluated the ventilator and calibrated the oxygen sensor. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator was not passing power on self tests (post). Patient involvement information was not provided by the customer.